Event description:
Customer reported receiving inaccurate blood glucose tests on their freestyle freedom lite meter. Customer received a reading of 368 mg/dl compared to a lab result of 128 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to discrepant digoxin (dign) results generated by unicel dxc 600 pro synchron chemistry analyzer for one patient. The initial result of 0.9 ng/ml was reported out of the laboratory. When qc was erratic, a technician reran the sample 3 times, and obtained results of 2.1, 1.2, and 1.9 ng/ml. A subsequent testing at another lab produced result of 1.0 ng/ml. No result was amended. There was no effect to the patient or the user.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification and the standard deviation was within specification. No errors were observed during control solution testing. The reading the customer reported was not found in the meter memory. This is a final report.